Event description:
It was reported that ongoing intermittent occlusion alarms occurred and the customer was admitted to the hospital for 2 days with diabetic ketoacidosis. A blood glucose level was not provided. Multiple attempts were made by tandem¿s technical support to obtain additional information; however, no additional information regarding this event was provided. The customer continued to use the pump for insulin therapy. Date of event is approximate.